Event description:
It was reported during reprocessing after using the gastrointestinal videoscope on a patient with heavy bleeding, the customer brushed it, cleaned the outer surface, washed it with air/water (aw) (using a double channel adapter), and rinsed it to make sure there was no dirty. After cleaning the endoscope with a cleaning machine made by another company, something that looked like blood was slowly leaking out of the liquid in the cleaning machine. It seemed to be coming out from near the tip of the endoscope. The facility reported there were no problems when the checked for leaks, but there had not been able to identify the location of contamination, whether it is near the forceps channel or the nozzle. Since the incident occurred, the endoscope had not been used on other patients. There was no patient harm reported.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during reprocessing after using the gastrointestinal videoscope on a patient with heavy bleeding, the customer brushed it, cleaned the outer surface, washed it with air/water (aw) (using a double channel adapter), and rinsed it to make sure there was no dirt. After cleaning the endoscope with a cleaning machine made by another company, something that looked like blood was slowly leaking out of the liquid in the cleaning machine. It seemed to be coming out from near the tip of the endoscope. The facility reported there were no problems when they checked for leaks, but they had not been able to identify the location of contamination, whether it was near the forceps channel or the nozzle. Since the incident occurred, the endoscope had not been used on other patients. There was no patient harm reported.

Manufacturer narrative:
Correction to b5, d5, g2. Updated fields: h3, h4, h6, h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, foreign matter resembling blood was found on the tip and air/water supply cylinder. Analysis of the ingredients revealed that both foreign substances were proteins. Based on the results of the component analysis and product inspection, it is suspected that it may be a human-derived protein. We inspected biopsy channel interior by a borescope as well, confirmed no foreign material. Therefore, it is probable that the material remained in air/water channel. There was no deformation of the air and water supply nozzle. Review of the reprocessing steps by the user confirmed that reprocessing was conducted in accordance with instructions for use. No specific health problems have been reported. This issue is addressed in the instructions for use (IFU): IFU: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection states detection methods. IFU: gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) states preventive measures. Olympus will continue to monitor the field performance of this device.